Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that tandem charging supplies sparked. No additional information was received regarding the impact to the customer¿s blood glucose level. Charging supplies were scheduled to be replaced by technical support, and no further details about additional actions were provided.